Event description:
Boston scientific received information that a patient reported that this pacemaker was not working properly. Additional information obtained from the field representative that the device was functioning properly last device checked a few months ago. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.